Manufacturer narrative:
A lumenis service engineer and technical expert was at the facility during the case for observation. During the case, at around 75% completion of the holep procedure the laser system gave the error "attach foot switch". The service engineer confirmed that the footswitch was faulty, "due to rusting of screws the pedal was not coming out." The remainder of the procedure was successfully completed by a turp procedure with no reported harm to the patient. Two days later a lumenis service engineer delivered a new footswitch to the facility and observed its operation during a holep procedure. The system was found to perform according to specifications, and the procedure was successfully completed with the new footswitch. The biomedical department of the user facility did not return the faulty footswitch. The biomedical broke the metallic cover and took out the foot pedal (black portion). They checked the continuity of the foot pedal cables and repaired the pedal by themselves. Biomedical has kept the footswitch for future standby. While the information received to date does not indicate that a serious injury occurred, because of the lack of information and in an abundance of caution the company is reporting the event as a malfunction which might cause or contribute to serious injury should the malfunction recur. The complainant indicated that the device has been repaired and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A foreign user facility reported that at around 75% completion of a holep procedure in which a lumenis versapulse 100w laser was being utilized, the "attach footswitch" error appeared on the screen and the laser could not longer be utilized. The remainder of the procedure was successfully completed by a turp procedure with no reported harm to the patient.